Manufacturer narrative:
03/04/1998 advised by the affiliate that this is a duplicate of 981082; medwatch number 1527736-1998-00732.

Event description:
It was reported by the affiliate during a thorasic procedure the surgeon found the ez45b could not be fired on the fourth firing. It seemed to be jammed. There was no consequence to the pt.